Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the drive valve group (0104-00-0031). The unit passed all factory-specified performance and safety index tests. The unit has been delivered to the customer and can be used clinically. Failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev. J, sn: (B)(6) drive manifold assy this part was received with a reported unit failure message of system failure message. Performed visual inspection of this part received and part looks in good condition. Installed drive manifold assy into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed functional tests and passed. Also performed all manifold leak tests and passed. The fat dept. Pumped the unit and did not see system failure message on screen. The fat dept. Could not verify the failure message of system failure. Drive manifold passed testing. Retaining drive manifold assy, in the fat dept. Per procedure 0002-07-d008 rev as.

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a system failure and immediately stopped using it and replaced it with other equipment. There were no causalities caused.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.